Event description:
Report received indicated that balloon leaked during a percutaneous transluminal angioplasty (aaa stent graft). The palmaz stent (p1808e) was mounted on the maxi-ld balloon for stent placement into the junction of the artificial vessel between the abdominal aorta artery and the common iliac artery. The vessel was moderately tortuous. The palmaz stent with maxi balloon was advanced towards the lesion over the guidewire through the sheath introducer. Using an indeflator the balloon was inflated however, the balloon was unable to inflate and contrast was seen seeping out from the balloon. Product was removed without reported difficulties. There was no adverse consequence to the patient. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.